Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device not implanted. Device evaluation: visual analysis of the photograph identified: red particle material on the shell, opening.

Event description:
Healthcare professional reported that during implant surgery, "at the moment of rotating" the left side, there was "rupture of the prosthesis." The inner silicone gel did touch the patient. The device was not implanted. It is unknown if surgery was completed with a back-up device.